Event description:
Customer reported that he has experienced low blood glucose and the paramedics have been called a couple of times. Customer reported that on (B)(6) 2015 he was sleeping and was unresponsive and 911 was called. Blood glucose value was 41 mg/dl. He was treated at home with orange juice and peanut butter on toast and he refused to go to the hospital. He was not treated by emt; paramedics did not leave until blood glucose was above 100 mg/dl. Incident was caused by him not eating because of a bad cold. Customer had bloused for a meal and did not eat the entire meal. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.